Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Patient had a short nail implanted previously. Short nail broke at lag screw hole.